Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Dry fluids. Additional information was requested and the following was obtained: which firing of the device did this event occur on? In the middle of the sequence of clips (approximately 7th, 8th). What vessel or structure was the device fired on at the time of the event? Vessels off the inferior epigastic artery. Was the clip fully advanced into the jaws prior to firing? Yes as per surgeon reports. Was there any torquing or twisting of the device present at the time of firing? No as per surgeon reports. Was any unexpected resistance felt while firing the trigger? No as per surgeon reports. Were any unexpected noises heard? No as per surgeon reports. Did anything unexpected happen prior to this incident? No - none reported. Was the device fired after this incident in or out of the patient? Unknown. What were the indications for surgery? What was found? Skin flap creation for breast cancer. Does the patient have any relevant history of surgical treatments? None known. Did somebody other than the primary surgeon fire the instrument? No. Was there a recent conversion to ees devices in this account or with this surgeon? No. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled; however, the remaining clips were not fed by the device. Excessive body fluids were observed on the clip track. The excessive body fluids may have jam the device by preventing the clips to advance further no conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a tram transverse rectus abdominis myocutaneous flap breast reconstruction procedure, the clip applier was used on a vessel off the inferior epigastric artery in the pelvic region. The clip applier had fired several clips without an issue until event where a clip was placed on a vessel, device fired and the vessel was severed. The clip was deployed and bleeding occurred after firing. The surgeon needed to open another clip applier and ligate vessel. The operation was able to continue without adverse effect to patient.